Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 83 mg/dl and sensor glucose was below 40 mg/dl at the time when it triggered suspend. The device will not be returned for analysis.